Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during a biliary stent placement procedure in the bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was noticed that the guide catheter was broken. The broken guide catheter protruded from the push catheter. The stent was deployed successfully and completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of guide catheter break. Block h10: a naviflex rx delivery system was returned for analysis. A visual evaluation of the returned device revealed that a jagwire was found stuck in the guide catheter, the guide catheter was returned detached from the delivery system, additionaly, the guidewire exit port was found damaged. During functional inspection, the guidewire could not be removed from the guide catheter, it was stuck due to the coating at distal section of the guidewire was buckled/damaged which caused the guidewire caught in the guide catheter. Based on the product analysis, the issue occured during the procedure, most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance. Handling and manipulation of the jagwire in addition to the interaction with another devices/instruments during its use could have damage the coating, once the jagwire coating is damaged, this condition could affect the overall performance of the devices, the coating buckled/damaged could cause resistant during the device use, continued attempts to release the jagwire or force applied during its use could tear the guidewire exit port and cause the guide catheter detached. A risk review of the advanix-naviflex was completed using 90407838, advanix naviflex biliary u-dfmea, bsc, ao and confirmed that the event of catheter - guide break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Therefore, 'adverse event related to procedure' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during a biliary stent placement procedure in the bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was noticed that the guide catheter was broken. The broken guide catheter protruded from the push catheter. The stent was deployed successfully and completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.